Event description:
It was reported the pt underwent an angiogram a week ago for symptoms of pulmonary hypertension. An angio-seal was used post procedure. The pt experienced pain immediately after the procedure and was still having pain one week later. The physician prescribed tylenol with codeine, which she was still taking. The pt called to ask if this is an expected side effect of the angio-seal device. She stated bruising was present above the puncture site and medial towards the labia. The pain was localized in the groin area only. The pt was to see her pulmonary doctor the following day; she was told by the company representative to call for an appointment to have the groin assessed by her cardiologist at the same time. She was quite upset that she was not told she would be getting an angio-seal. She is an ICU rn, currently on disability.